Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The muffler and the overflow safety trap were replaced, the unit was returned back to service.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the suction is faulty. There was no reported patient involvement.